Event description:
It was reported that pump malfunction occurred after pump was submerged in water, and pump displayed malfunction alarm that could not be reset. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.